Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged and migrated up the the superior vena cava (svc) region and was visualized under radiographic imaging. It was also reported that the right ventricular (rv) lead had high thresholds. The ra and rv leads were both removed from the body and successfully re-implanted. The patient complained of a different heart rate and a pounding sensation in the middle of their chest. The patient's device was reprogrammed to vvi 40, which immediately solved the patient's complaints. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising.